Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 540 mg/dl, 500 mg/dl at the time of incident and current blood glucose was 120 mg/dl, 200 mg/dl, 400 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection . Customer will not be returned device for analysis.

Event description:
Spoke with the mother for clarification, and she stated that the customer was not using the auto mode feature at the time of the event.